Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) found no blood or saline visible, suggesting that the device may have been wiped down prior to returning. Although not reported, the outer tube was retracted 4 mm from the soft tip. The first row of the stent implant was fully expanded over distal marker and smashed. The proximal end of the stent implant was 3mm distal to the proximal marker. There was no other damage noted to the sess. Measurements were taken of the tip length and outer diameter of the outer tube over the stent implant. The measurements met manufacturing criteria. The tuohy borst adapter was tight on the metal shaft. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product deficiency. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. Additional information received from the account stated that the account was not aware that the stent was partially deployed and felt that it could have happened while packaging it up to send back to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The reported failure to cross and noted partial deployment of the returned unit appears to be related to case circumstances. There is no indication to suggest a product deficiency. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that the device would not cross the lesion after predilatation was performed. It was unknown if anything crossed. No significant delay in the procedure was reported. No adverse patient effects were reported. No additional information was provided. Return device analysis revealed that the stent was partially deployed.